Manufacturer narrative:
H3 device eval by manufacturer: a lotus edge valve was returned for evaluation attached to the delivery system, which was inserted through a lotus introducer sheath (lis). The device was not returned in full. Visual inspection confirmed kinks on the push pull rod. It was also noted that the push pull rod paddle showed signs of bending. The proximal face of the collar was damaged, showing signs of compressive force. The buckle and post were manually locked and then unlocked with the push pull rod on the evaluation bench, confirming the functionality of the components. Procedural imaging was provided to assist in the investigation and was reviewed by a boston scientific quality engineer. A review of the media showed the right coronary post appeared to be jammed in the buckle as a result of attempting to lock the valve with the twisted post. Subsequent attempts to release the valve from the delivery system were then performed however the valve fails to release due to the jammed buckle and post. A full review of this device's manufacturing and functional test history was carried out. The device met all design and manufacturing specifications. Taking into consideration the device evaluation and the details of the complaint, this investigation is assigned a conclusion code of "adverse event related to procedure". The adverse event was the result of multiple procedural factors and complications that are interconnected to the case.

Event description:
Same case as maude report mw5091072. It was reported that a jammed post, failure to re-sheath the valve, removal difficulty, vessel perforation, major hemorrhage and death occurred. The native aortic annulus was 24.4mm in perimeter-derived diameter with severe calcification of the leaflets and calcium extending into the left ventricular outflow tract between the non coronary cusp and the right coronary cusp. Right transfemoral access was obtained. A 25mm lotus edge valve was advanced for implantation. During positioning, the lotus edge valve drifted into the ventricle. A partial re-sheath was performed in accordance with the directions for use and the valve was repositioned higher. Deployment was attempted and again the valve drifted deeper than wanted. A second partial re-sheath was performed. Another attempt was made to implant higher. The valve appeared in suitable position. The implanters proceeded to locking phase however, the middle post appeared twisted. The physician tried to recapture the valve to mitigate the twisted post. The valve appearance resembled a trumpet shape. The valve was unable to move and would not re-sheath. The post was jammed in the buckle. Surgery was ruled out for the patient so it was decided to try to lock the valve. Turning and pulling maneuvers were attempted 5-6 times. Eventually, the valve appeared locked with no gaps between the post and buckle. There was no paravalvular leak and the patient hemodynamics were good. Upon release phase 2, the sheathing aids appeared to remain engaged and would not come loose. The physician tugged and pulled aggressively in an attempt to release the valve from the delivery system but the delivery system would not withdraw. Balloon aortic valvuloplasty was performed in an effort to disengage the delivery system but was not successful. Finally with additional maneuvers the physician was able to remove the delivery system. During withdrawal the lotus edge valve came out of aortic annulus still attached to delivery system. The valve and delivery system were pulled around the aortic arch into distal aorta and withdrawn to the iliac artery but could not be collapsed into the introducer sheath for removal. An iliac artery cut down was performed which was converted to surgery. There was a large perforation of the iliac artery; the bleeding could not be stopped. The patient's blood pressure dropped. An aortic excluder and several covered stents were placed. Blood was given. A 26mm non boston scientific valve was implanted. The patient died the next morning. The cause of death was vascular damage.

Event description:
Same case as maude report mw5091072. It was reported that a jammed post, failure to re-sheath the valve, removal difficulty, vessel perforation, major hemorrhage and death occurred. The native aortic annulus was 24.4mm in perimeter-derived diameter with severe calcification of the leaflets and calcium extending into the left ventricular outflow tract between the non coronary cusp and the right coronary cusp. Right transfemoral access was obtained. A 25mm lotus edge valve was advanced for implantation. During positioning, the lotus edge valve drifted into the ventricle. A partial re-sheath was performed in accordance with the directions for use and the valve was repositioned higher. Deployment was attempted and again the valve drifted deeper than wanted. A second partial re-sheath was performed. Another attempt was made to implant higher. The valve appeared in suitable position. The implanters proceeded to locking phase however, the middle post appeared twisted. The physician tried to recapture the valve to mitigate the twisted post. The valve appearance resembled a trumpet shape. The valve was unable to move and would not re-sheath. The post was jammed in the buckle. Surgery was ruled out for the patient so it was decided to try to lock the valve. Turning and pulling maneuvers were attempted 5-6 times. Eventually, the valve appeared locked with no gaps between the post and buckle. There was no paravalvular leak and the patient hemodynamics were good. Upon release phase 2, the sheathing aids appeared to remain engaged and would not come loose. The physician tugged and pulled aggressively in an attempt to release the valve from the delivery system but the delivery system would not withdraw. Balloon aortic valvuloplasty was performed in an effort to disengage the delivery system but was not successful. Finally with additional maneuvers the physician was able to remove the delivery system. During withdrawal the lotus edge valve came out of aortic annulus still attached to delivery system. The valve and delivery system were pulled around the aortic arch into distal aorta and withdrawn to the iliac artery but could not be collapsed into the introducer sheath for removal. An iliac artery cut down was performed which was converted to surgery. There was a large perforation of the iliac artery; the bleeding could not be stopped. The patient's blood pressure dropped. An aortic excluder and several covered stents were placed. Blood was given. A 26mm non boston scientific valve was implanted. The patient died the next morning. The cause of death was vascular damage.